Event description:
The customer reported a clear diluent leak underneath the right side of the coulter lh 780 hematology analyzer. Per customer, the leak was not contained within the instrument and the amount and the source of the leak were unknown. The customer stated one of the techs found a tubing had popped off and replaced it. The customer was wearing personal protective equipment (ppe) consisting of gloves, a lab coat, and protective eyewear at the time of the incident. The customer was wearing ppe and requested service for the unit. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. On the day of the event, a field service engineer (fse) was dispatched. The fse was unable to reproduce the leakage. Per phone conversation with the fse on (B)(6) 2012, the customer stated the source of the leak was vl57a on the front diluter panel to the right of the baths. The customer stated one of the techs found a tubing had popped off and replaced it. The tubing at vl57a for the probe/needle drain vacuum may contain blood, controls, and diluent during normal operation and lh series cleaner during shutdown.

Manufacturer narrative:
The cause of the leak is a tubing popped off at vl57a. (B)(4).